Event description:
It was reported that the customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The programming insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The high-pressure test was completed and passed within specifications. However, the device pump had an incorrect time. The customer also had several basals. Advised nurse on possible problems due to the incorrect time in the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this reprot completed to the best our knowledge.